Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the patient was brought into the clinic for evaluation and all right ventricular (rv) lead measurements tested within normal limits. The clinic has opted to continue to monitor the patient via the remote home monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.